Manufacturer narrative:
The reported events of lead fracture, high lead impedance, and high capture threshold were not confirmed. As received, a complete lead was returned for analysis. Electrical testing, visual examination, and x-ray analysis did not identify any anomalies.

Event description:
It was reported that the patient presented remotely. Review of transmission revealed that the right ventricular lead exhibited high pacing impedance and high capture threshold. Lead fracture was suspected. No interventions were performed. There were no patient consequences.